Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that when trying to get the 12 lead waveform, the device just gave dashed lines. There was no reported patient involvement.